Event description:
It was reported that the delivery shaft was fractured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. When the outer package was unpacked, it was found that the device quality was wrong, and the delivery shaft was fractured and could not be used. The procedure was completed with another of the same device. As per physician's opinion, the fracture was possibly due to the poor quality of the device itself. There were no complications reported and the patient is stable.

Event description:
It was reported that the delivery shaft was fractured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. When the outer package was unpacked, it was found that the device quality was wrong, and the delivery shaft was fractured and could not be used. The procedure was completed with another of the same device. As per physician's opinion, the fracture was possibly due to the poor quality of the device itself. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned in two pieces - there was a complete hypotube break present at 78 cm distal the end of the strain relief. A visual examination identified that the balloon folds were in a wrapped state and had not been subject to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified a complete break at 78 cm distal to the strain relief. Multiple hypotube kinks was also identified. The marker bands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.